Event description:
Procedure type: sils/lavh. According to the reporter: while using the product, part of the needle broke and stayed in the instrument and did not fall into the pt's cavity. The surgeon opened a new device to complete the case. There was no delay, bleeding or pt injury reported.

Manufacturer narrative:
(B)(4).